Event description:
It was reported that when the physician pulled the stent delivery system into the guide catheter, the stent deployed inside the catheter. There was no reported clinical consequence to the patient.

Manufacturer narrative:
A review of the device history record (DHR) confirmed that the device met all material, assembly and performance specification. Analysis of the device found that the outer body was kinked 10.5cm from the proximal end and slightly compressed on its distal shaft. The stent was not returned. The inner body distal bumper marker was protruding through the outer body distal tip marker. The inner body was kinked on several places on its proximal section. The inner body was separated 14cm from the proximal end, this appeared to have occurred after the inner body kinked in this region. Additional information obtained indicated that resistance was encountered during stent deployment. The observed damage to the device is indicative of deployment friction. Based on all the available information, the cause of the friction encountered cannot be determined. However, the resistance encountered during the procedure resulted in the physician inadvertently advancing the inner body and prematurely deploying the stent. Therefore, it was determined that operational context was the most likely cause of the reported event.

Event description:
It was reported that when the physician pulled the stent delivery system into the guide catheter, the stent deployed inside the catheter. There was no reported clinical consequence to the patient.